Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by the complaint tracking system. A corrupt file (possibly of graph study) was received at medtronic and cannot be opened and investigated. Since an inadequate sample was returned for investigation it is impossible. To determine if product meet specifications or not. Since inadequate sample arrived, visual inspection cannot be performed. The customer reported that they had a bravo capsule fail to complete procedure since capsule detach. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. An evaluation was not performed since it is an inadequate sample. The failure cause was not found since the product sample did not arrive for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had an early detachment of capsule. The reporter stated that the recorder was flashing red instead of blue. They logged in the computer and copied the study and after reviewing, it appeared that the capsule detached early. There was no patient harm and a repeat procedure will be necessary.